Manufacturer narrative:
(B)(4). Batch r59g27. Investigation summary. The analysis found that one long60a device was returned was returned with no apparent damage and with no cartridge reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device came out of the packaging with a preceding counting wheel. That can not be corrected by anything. If you then insert a magazine, the first brackets are pushed out immediately. There were no adverse consequences for the patient.